Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of patient harm as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. A quality investigation was performed. The actual complaint sample was not received nor is it expected to be returned for evaluation. A photograph was provided and reviewed; however, a root cause of the reported product failure cannot be determined from a photograph alone. A detailed batch record review was performed which did not reveal any signs of non-deflation during inspection in the assembly work order nor in the in-process functional test report. There was not enough information to confirm the complaint or determine a root cause. This complaint issue will continue to be monitored via product trending analysis. No further actions are required at this time. Reported to the FDA on september 30, 2015 (B)(4).

Event description:
It was reported that a foley catheter retention balloon could not be deflated after 3-4 hours of use. The foley catheter with the inflated balloon had to be pulled through the urethra to remove it from the patient. The patient did not experience any side effects.